Event description:
This lead was found to have poor sensed r waves and increased thresholds the day after implant and was repositioned. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.